Event description:
After deployment of both suture bars, the suture broke free from the second suture bar. The suture was cut away completely, leaving both suture bars in the joint. A back-up device was used to complete the meniscal repair. No patient injury was reported.